Event description:
Ous MDR - at the first follow-up after 7 years (it was implanted on 2011) at interrogation, the pacemaker was found in backup mode. With the help of product support, back-up mode was removed. Then, eri indication was showed by the pacemaker. The pacemaker was replaced.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the device analysis, the pacemaker was interrogated showing a warning message which indicated an invalid memory content and that the device reached the battery status eri, confirming the clinical observation. The pacemakers memory content was inspected and the activation of the battery status eri was as expected based on the battery condition. The inspection furthermore indicated that the device switched into the safety backup mode on february 13, 2018. However, the exact root cause for the backup mode activation was not determinable. While in this safety backup program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note that in safety backup mode, in order to assure the patient safety, the pacing parameters 4.8v @ 1.0ms are chosen in order to cover the widest population of patients, which can lead to a higher current consumption contributing to faster battery depletion. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing was not present as a result of the battery depletion. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. At a next step the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. In conclusion, the battery status eri was triggered appropriately based on the battery condition. However, an activation of the safety backup mode in february 2018 was determined which may have contributed to a faster battery depletion. The root cause for the backup mode activation was not determinable. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.